Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: g4, g7, h2, h6, and h10. The customer reported that the device was not dropped or had not come in contact with a hard surface. There were no anomalies observed during inspection of the device. There was no adverse impact associated with this event to any patient.

Manufacturer narrative:
There are no details of the event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Upon inspection, a tear at the bending section and insertion tube junction with metal protruding was observed. In addition, there was damage to the bending section, as reported by user. Also, observed was fluid invasion, some broken fibers, and decrease in output of light attributed to irregularity of the light guide lens. In conclusion, cause of tear at the bending section and insertion tube junction with metal protruding cannot be determined.

Event description:
The device came in for repair for damage on the tip, when it was observed that there was a tear at the bending section and insertion tube junction with metal protruding. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device satisfied delivery standard before shipment from the factory. Upon inspection, a tear at the bending section and insertion tube junction with metal protruding was observed. In addition, there was damage to the bending section, as reported by user. Also, observed was fluid invasion, some broken fibers, and decrease in output of light attributed to irregularity of the light guide lens. In conclusion, root cause in conclusion, cause of tear at the bending section and insertion tube junction with metal protruding cannot be conclusively determined. Design change of the bending tube has been done so that the patient¿s body cavity is not damaged even if the bending tube is broken. When the endoscope is inserted into the lower kidney calyx or urinary tract, the endoscope is excessively pushed while its bending section is bent. In the instructions for use (IFU) shipped with the device, ways of handling which may result in the bending tube¿s damage and detailed ways of inspections are described. If the user follows the instruction about operation and inspection of the endoscope, the bending tube¿s damage can be eliminated and abnormality can be detected safely. Adverse event did not occur in this complaint, and it was determined that abnormality was detected safely in accordance with IFU. In IFU, the bending tube¿s damage is described as below. The bending tube¿s damage occurred in this complaint, and it is assumed that there was deviation from the following description. Precautions: caution: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section maybe damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.